Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump site reminder did not alert. Customer had already scheduled the next site reminder. The customer's blood glucose was stable.